Manufacturer narrative:
(B)(4) concomitant medical products: us157856, m2a-magnum pf cup 56odx50id, 648070, 157450, m2a-magnum mod hd sz 50 mm, 878630, unknown omni stem. Reported event was confirmed due to the medical records received. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10993, 0001825034-2017-10995.

Event description:
It was reported that the patient underwent a left hip revision procedure seven years post implantation due to pain secondary to wear of the metal on metal articulating surface. Corrosion was also noted on the femoral head and taper adapter. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum 12/14 tpr 42-50 std, part # 239256 from lot 643000, was returned and evaluated against the complaint. The lot could not be visually verified, however the etching on the taper insert of 'std 12/14' matches the device description. Dark debris is present on the rim and taper of the insert. One of the circular cutouts has been dinged. The exposed surface is sporadically covered in a dried yellow liquid. The dried liquid and other debris is present in the seam between the insert and head. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00949, 0001825034-2017-10995.

Event description:
No further event information available at the time of this report.